Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(6) sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from air/water channel of the device tested positive for pseudomonas. The number of microbe is unknown. As the result of this device confirmation by olympus (B)(4), although the following irregularity was confirmed for this device, the causal relation with this case is unknown. Clogged in air/water nozzle. Wear of bending section rubber glue. Perforation of the outer surface of remote switch 1. Omsc reviewed the manufacture history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the instrument channel of the device. Acinetobacter spp; cellulosimicrobium cellulans; enterococcus faecium (total 23cfu). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.